Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement one week after the implant procedure. The lead also exhibited failure to capture. As a result, a lead revision procedure was performed and the lead successfully repositioned. The patient will continue to be monitored. No additional adverse patient effects were reported.